Event description:
It was reported that during a ureteroscopy procedure, the fiber tip broke while using the laser. A second fiber was used but the same problem happened and in both cases the tip of the fiber remained attached. The procedure was completed with another device without patient complications.

Event description:
It was reported that during a ureteroscopy procedure, the fiber tip broke while using the laser. A second fiber was used but the same problem happened and in both cases the tip of the fiber remained attached. The procedure was completed with another device without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.